Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-00969. It was reported the patient was experiencing discomfort at the scs system anchor site. Surgical intervention to revise the anchor was planned at a later date.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-00969. Follow up information received identified the patient underwent surgical intervention and had the scs lead anchors repositioned.